Event description:
It was reported that an alert for non-sustained ventricular oversensing was received. Review of session records revealed intermittent oversensing possibly due to interaction with an abandoned lead. The issue was resolved by reprogramming the device. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.